Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 3/22/2017 with the following findings: a review of the pump¿s black box data showed no evidence of a ¿no power¿ event. The returned battery cap was able to fully tighten onto the pump. The battery cap¿s contact height and width were within specification. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap had no damage. The pump powered on normally and successfully completed the rewind, load, and prime steps with no power issues occurring. The pump was exercised for 24 hours with no power interruptions. The complaint of no power could not be confirmed or duplicated on investigation. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.